Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customers blood glucose (bg) was 518 mg/dl. Reportedly, the customer change pump supplies to address the elevated bg and resolve the occlusion alarm.